Manufacturer narrative:
H10: manufacturing review: a manufacturing review was not required as this is the only complaint reported to date for this product and lot. Investigation summary: one vaccess pta dilatation catheter loaded with an unknown sheath was returned for evaluation. A complete circumferential break was noted near the proximal end of the balloon and catheter, exposing the inner guide wire lumen. No other specific anomalies were noted during the visual evaluation. On the functional testing, negative pressure was applied to remove the balloon from the sheath, but it was unsuccessful; no other functional testing was performed. One photo was reviewed. The catheter was within a package, in which the catheter was noted to be loaded within an unknown sheath and stuck. The catheter also had a break near the proximal end balloon, exposing the inner guide wire lumen. No other anomalies were noted. As the submitted photo review and the sample evaluation confirm, the catheter was noted to be stuck within an unknown sheath and had a complete circumferential break between the catheter and balloon near the proximal end. Therefore, the investigation was confirmed for both the reported sheath removal issue and the catheter break. A definitive root cause for the reported sheath removal issue and the catheter break could not be determined based upon the provided information. Labeling review: a review of product labeling documentation (e.g., procedural instructions, indications, warnings, precautions, cautions, possible complications, contraindications, nursing guide, and unit label) did not find any product labeling inadequacy. H10: d4 (expiration date: 11/2025), g3 h11: (device, method, result, conclusion) h11: section a through f ¿ the information provided by bd represents all the known information at this time. Despite good faith efforts to obtain additional information, the complainant/reporter was unable or unwilling to provide any further patient, product, or procedural details to bd. H3 other text : see h10.

Event description:
It was reported that during an angioplasty procedure via dialysis access graft in left arm, the device allegedly got caught in the tip of the sheath. It was further reported that the device allegedly got ripped. The procedure was completed using another device. There was no reported patient injury.

Manufacturer narrative:
H10: as the lot number for the device was provided, a review of the device history records is currently being performed. The return of the sample is pending. However, a photo was provided for review. The investigation of the reported event is currently underway. H10: d4 (expiration date: 11/2025). H11: section a through f ¿ the information provided by bd represents all the known information at this time. Despite good faith efforts to obtain additional information, the complainant/reporter was unable or unwilling to provide any further patient, product, or procedural details to bd.

Event description:
It was reported that during an angioplasty procedure via dialysis access graft in left arm, the device allegedly got caught in the tip of the sheath. It was further reported that the device allegedly ripped. The procedure was completed using another device. There was no reported patient injury.